Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.